Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2023 the patient was admitted with melena and symptomatic anemia. The esophagogastroduodenoscopy (egd) was performed on 25sep2023 and showed a normal esophagus, small hiatal hernia, localized mild inflammation characterized by erosions at the pylorus, mildly erythematous mucosa without active bleeding at the duodenal bulb, and normal jejunum. No angiodysplasias, blood, or source of blood was found. A colonoscopy was performed on 28sep2023 and showed no source of bleeding. Polyps were noted and excised. The source of bleeding was suspected to be due to a small, obscure bowel source exacerbated by pump therapy and the need for chronic anticoagulation. The patient was given intravenous iron and proton-pump inhibitors (ppi) with an improvement in symptoms. Aspirin therapy was discontinued with no plans to resume it. The patient remained on coumadin with the international normalized ratio set at a goal of 2 to 3. The bleeding resolved and the patient's hemoglobin and hematocrit levels were stable. The patient was discharged 01oct2023 in stable condition. The device operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.